Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: discharged battery leads to tf341005, 1583908, 1383003. Real time clock does not hold the time.

Manufacturer narrative:
Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported that the real time clock did not hold the time. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was deemed to be a defective control board. After the control board was replaced, the service software procedures were successfully completed. Following this, all preoperational checks and functional tests were passed, allowing the device to be released back into operational use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: summary: discharged battery leads to tf341005, 1583908, 1383003. Real time clock does not hold the time.